Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and no defects were found. The bag was pressure tested at 8 psi and no leaks were observed. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter corporate product surveillancean an all-in-one empty container in which a leak was observed. According to the report, there was a bag leaking "around the seals." It is unknown when the condition occurred. There was no report of patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted.